Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery and external iliac artery. An 8.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit e1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597